Manufacturer narrative:
(B)(4). Date sent: 11/13/2020. Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What color cartridges were used throughout creation of sleeve? Was a leak test performed? If so, what type and what was the result? What was observed at the site of the leak upon reoperation? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. What was the reason for converting to a gastric bypass? What is the current patient status?

Event description:
It was reported that four days post op to a gastric sleeve, the patient presented not feeling well. Another surgery revealed an anastomotic leak. The patient was converted then to a gastric bypass and is still hospitalized.